Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an abnormal rise in lead impedance. The physician elected to replace the device. This device is also involved in a product advisory.